Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient stated the receiver was not alerting for high or low glucose levels. As result of missed alerts, the patient passed out and was hospitalized for 9 days. The patient declined to provide further event details. It is unknown if the patient's actual readings for this event were high or low. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.